Event description:
Procedure: liver resection. Reportedly, upon first application of the instrument, the tips of the jaws melted. Detected by sight and smell of burning blue insulation. Another precise was used to complete the procedure. No other anomalies were reported or patient injury.